Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) determined that the gear pump was low and adjusted it and replaced the gear pump head. The rinse levels for the reagent probes were adjusted. The fse performed an inspection and adjusted the water blank, detergent, and the cell rinse station. The instrument was running within specifications after the fse's actions were completed. The investigation determined that the service action resolved the issue. The investigation identified an operator error; it was confirmed that the customer proceeded with patient testing despite failed quality control (qc) results. No troubleshooting or corrective interventions were documented, which constitutes a deviation from the instrument operation manual.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). It was noted that the customer had "abnormal" qc results and continued to test patient samples. Product labeling states: "follow the applicable government regulations and local guidelines for quality control". Good laboratory practice precludes running and/or reporting patient results when quality control has failed or not been performed. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 4 patient samples on a cobas 8000 cobas c 701 module. Sample 1: the initial result was 103 mol/l, and the repeated result was 70 mol/l. Sample 2: the initial result was 108 mol/l, and the repeated result was 75 mol/l. Sample 3: the initial result was 82 mol/l, and the repeated result was 60 mol/l. Sample 4: the initial result was 82 mol/l, and the repeated result was 55 mol/l.